Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to the device was no longer working as intended.

Manufacturer narrative:
Block d4: this product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.